Event description:
It was reported that customer could not charge their pump using their tandem issued charging cable as the cable was damaged. Customer was able to charge their device using a different cable. Customer's blood glucose level was not impacted by the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.